Manufacturer narrative:
(B)(4).

Event description:
It was reported that the lead exhibited several episodes of oversensing which caused inappropriate mode switches and noise reversion episodes. The patient was fine, so the physician elected to continue to monitor the patient.